Event description:
On an unspecified date a male pt with histologically confirmed early-stage non-small cell lung cancer (nsclc) stage t1n0m0 tumor 1.8 cm in diameter, and with concurrent diseases of myasthenia gravis and synchronous prostate cancer, was treated with CT-guide permanent interstitial brachytherapy with 125-I seeds (45 seeds, 5 needles, activity per seed 0.48 u) the pt required hospital admission due to focal pneumonitis/respiratory infection 3 months after the implant procedure. The outcome was not reported. R martinez-monge, m pagola, I vivas, jm lopez-picazo. CT-guided permanent brachytherapy for pts with medically inoperable early-stage non-small cell lung cancer (nsclc). Lung cancer 2008 (doi:10.1016/j. Lungcan.2007.12.016).